Event description:
Ep balloon failed during use. No patient injury.

Event description:
It was reported that the patient's device had not been working for the past 4-5 months. No symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Customer report was confirmed. Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon also appeared protruded towards ruptured side. Unit is sent to accellent for further evaluation. 1/20/10 accellent evaluation: the device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are ragged and there is inconsistent wall thickness in the area that burst. Visually there is a kink in the bellows. An attempt was made the introduce water through all of the device lumens however the device is clogged with dried blood and fluids and will not allow the water to flow. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging.